Manufacturer narrative:
On (B)(6) 2016: tandem technical support was able to verify basal and bolus delivery in the pump logs. The customer reported has returned back on the pump and stable. The customer reported the pump was functioning and issue was resolved. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an alarm occlusion. The customer changed out the supplies, however the blood glucose had not decreased and was unsure of the cause of the high bg levels. The customer's blood glucose (bg) levels were 520's mg/dl and went into diabetic ketosis (dka). The customer went to the hospital by ambulance on (B)(6) 2016. The customer was treated with an intravenous IV and insulin drips. The customer was released from the hospital on (B)(6) 2016.